Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal adhesions ("right side scar tissue that was adhering to the intestinal lining"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Most recent follow-up information incorporated above includes: on 15-sep-2017: coding correction request: the event right side scar tissue that was adhering to the intestinal lining was coded to pt abdominal adhesions. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.